Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy, the loading unit did not fire. A new product was used to complete the case. There was no patient injury.